Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and pump alarmed no delivery. The customer was hospitalized for three times. The customer's blood glucose was 400mg/dl. Customer's current blood glucose was 295mg/dl. Customer treated with pump and manual injection. When the customer was admitted to hospital, blood glucose was between 394mg/dl-800mg/dl. The customer was treated in hospital with insulin drip and heart monitor. The customer was advised to discontinue the use of the pump until they get the tubing clamp to test the no delivery. The customer called at a later time to test for no delivery. We performed high pressure test and passed.